Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped 8 months of device longevity in just 4 months. Analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning, and it should be replaced and returned for detailed analysis. As of the time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped 8 months of device longevity in just 4 months. Analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning, and it should be replaced and returned for detailed analysis. As of the time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped 8 months of device longevity in just 4 months. Analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning, and it should be replaced and returned for detailed analysis. As of the time, the device remains in service. No adverse patient effects were reported. Additional information from the medical records indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed and that while implanted, the device recorded no suspicious faults or reset. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped 8 months of device longevity in just 4 months. Analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning, and it should be replaced and returned for detailed analysis. As of the time, the device remains in service. No adverse patient effects were reported. Additional information from the medical records indicated that the device was explanted. No additional adverse patient effects were reported.